Manufacturer narrative:
On november 21th 2019 we have received the screw involved in the complaint. Visual inspection performed by r&d knee manager: the preliminary investigation has been confirmed also during the visual inspection. No additional conclusions can be drawn. "From preliminary investigation of the explanted components, no residual cement can be seen on the distal surface of the tibia tray. This is a common finding on explanted components even when loosening is not the cause for revision. So, absence of cement on explanted components is not an evidence of a faulty device. A fall and a suspicious of infection occurred about one year before revision; these events could also had played a role in the late loosening of the tibia tray. The tibial liner looks damaged, with dents and scratches in its distal surface most likely caused during the attempt to explant the liner."

Manufacturer narrative:
Batch review performed on 08-august-2019: lot 123718: (B)(4) items manufactured and released on 4-feb-2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Preliminary investigation performed by r&d knee department manager revision surgery after 5 years from implantation due to knee pain in a overweight patient. Surgeon suspected of a mobilization of the tibia tray; this was then not confirmed. During the revision procedure the surgeon decided to remove and substitute tibial tray and liner. From preliminary investigation of the explanted components, no residual cement can be seen on the distal surface of the tibia tray. This is a common finding on explanted components even when loosening is not the cause for revision. So, absence of cement on explanted components is not an evidence of a faulty device. A fall and a suspicious of infection occurred about one year before revision; these events could also had played a role in the late loosening of the tibia tray. The tibial liner looks damaged, with dents and scratches in its distal surface most likely caused during the attempt to explant the liner. No other aspects relevant for the event can be noted on explanted components.

Event description:
Revision surgery performed after 5 years and 2 months due to pain caused by tibial tray loosening probably caused by a fall. The tibial tray and liner have been revised.